Event description:
Health professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident was noted at the start of treatment via the dialysis machine's blood leak alarm. Blood leak was confirmed with visual blood in the dialysate and with positive hemastix. Estimated blood loss was reported as 200 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with a new psn 210 dialyzer of a different lot and treatment was completed without incident. No pt injury or medical intervention was reported per hcp.